Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the pump became malpositioned. The device was repositioned successfully but the patient experienced ventricular tachycardia (vt). The patient was put on amio and systemic heparin. The patient survived the event.